Manufacturer narrative:
Explanted product was discarded by the medical facility and will not be available for evaluation.

Event description:
The patient's system was explanted due to skin erosion at the midline incision.